Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit received with battery tube threads - cracked, label damage (faded), cracked case-corner of belt clip rails, cracked case on battery side, scratched case, torn keypad overlay, missing display window/cover, detached retainer, cracked case (battery tube), missing o-ring (reservoir tube) and broken reservoir tube lip. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when detached retainer and broken reservoir tube lip were noted. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the there was a crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and customer informed that the insulin pump was dropped from 3 feet and crack was found at case reservoir tube side. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1780kpk was requested and it was returned for analysis.